Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of this report, dianeal pd2 ultrabag therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis which required hospitalization. On an unreported date, the patient began remedial therapy with amikacin (50 mg, frequency not reported, ip) and reflin (500 mg, frequency and route not reported). The cause of the peritonitis was unknown. The outcome was unknown at the time of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.